Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned product shows minor wear with some deep nicks, dings and scratches. Evaluation of the locking bar shows deep scratches and gouging. Damage most likely from explantation. Device history record was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral, catalog#: ni, lot#: ni, unknown vanguard tibial tray, catalog#: ni, lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to instability.